Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a keypad anomaly. The customer stated their esc and up buttons were not responding. Customer's blood glucose was 5.6 mmol/l. Customer also reported receiving a max bolus alarm due to their buttons sticking. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.